Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer would not complete threshold tests. Successful device interrogation had been successfully performed and completed. However, when performing a threshold test, the test would not complete. It was further noted that the printer was "stuttering" at the same time and was slow. "Noise with the device" was also noted. Another programmer was used to complete the case. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the printout of the printer had a tendency to drift upward which could cause binding, as a result the printer was replaced. It was also noted that the system fan and the power supply were noisy, there was disturbed solder on the top 2 joints of the electrocardiogram (ECG) connector.